Manufacturer narrative:
Batch review performed on (B)(6) 2017. Lot 132520: (B)(4) items manufactured and released on 03 june 2013. Expiration date: 2018-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On (B)(6) 2017 the r&d project manager performed a preliminary investigation based on the event description and on the available pictures (of the revision surgery and of explanted component) and commented as follows: revision surgery after 3 years from primary implantation due to loosening of the femoral component. The explanted femoral components doesn't present any anomalies, and it seems to be in compliance with the specifications required. It doesn't present any residual cement on its inner part. It is something usual to be seen on the explanted component, since the cement is a filler and not an adhesive. All the residual cement tends to remain grabbed on the bone. The same considerations can be extended to the explanted tibia component. No further considerations can be done based on the picture enclosed. On (B)(6) 2017 the medical affairs director performed a clinical evaluation and commented as follows: revision of primary cemented tka after 3.5 years, due to femoral component loosening. We have no details of potential problems that may have arisen during operation. It is conceivable that a cementation problem may have contributed to this loosening, but there is no information to substantiate this hypothesis. The gap between the anterior flange and the femoral cortex, and the cement demarcation line, are aspects that witness the loosening, but they cannot be determined to be the cause. There is however no reason to suspect a faulty device.

Event description:
The patient came in complaining of pain. The surgeon determined the femur was loose. The surgeon revised the femur, tibia and insert. The surgery was completed successfully. X-rays are available. Explants are not available.